Event description:
Pt was admitted with possible myocardial infarction. During cardiac cath guide wires believed to be from a peripherally inserted central catheter line were found in pt's heart rt atrium/rt ventricle. Pt went into tamponade and had to have a pericardial window. Later after pt was stable the wires were removed in angio and the cath lab. Pt did well and was discharged home.